Event description:
Two separate leaks were reported by [redacted name] nurses for ns 100ml baxter bags on [redacted date] (carboplatin; doseid [redacted number]; ns 100ml, lot us013185, exp [redacted date]) and [redacted date] (pemetrexed; doseid [redacted number]; ns 100ml, lot p434294, exp [redacted date]). As noted, these leaks occurred in two different lots. Upon examination, both leaks appeared to occur near the top of the bag as an isolated puncture in the middle of the plastic (not on a seam). The leak on [redacted date] occurred near the upper right corner, whereas the leak on [redacted date] occurred near the upper left corner (i.e., not the same exact location, but a similar spot on the opposite side). Ns 100ml bags come packaged in plastic overwrap containing multiple bags (4 or 16). After removal of the plastic overwrap, these bags are often stuck together and must be forcibly pulled apart. After consulting with pharmacy technician staff, it is believed that this forceful manipulation likely caused the similar punctures in the bags. The punctures were miniscule and not visible unless the bag was squeezed, creating a small bubble of liquid on the surface. When IV solution bags form multi-packs are stuck together, technician staff need to slowly pull apart the bags, taking care not to create any structural damage. Afterwards, they should check for any visible leaks by gently squeezing the bag. Any leaking bags should be reported to a pharmacist. Technicians at the sort station should investigate and report any visible fluid on the surface of bags or in IV room bins. These actions were discussed with staff at this morning's daily huddle.